Event description:
The kronner uterine manipulator would not deflate. Md cut the inflation tip off to see if it would then deflate, but it did not. Successfully removed and no pieces left behind. No injury to pt. FDA safety report ID# (B)(4).